Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 3 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the reservoir not fitting into the pump, an air bubble in the reservoir, the product not adhering, and an insulin flow-blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-431ag, mmt-431ag, mmt-431ag, mmt-342, and mmt-1884. Troubleshooting was performed for the general documentation. Troubleshooting was performed for the insulin flow blocked alarm, and the customer confirmed insulin did not exit the tubing with the manual push of the reservoir plunger or reported greater than normal resistance. Troubleshooting was performed for the air bubbles, and the customer reported air bubbles caused by insulin not being at room temperature prior to filling the reservoir. Troubleshooting was performed for the tape not sticking, and the customer reported an issue with the infusion set tape sticking. No harm requiring medical intervention was reported. Mmt-342 was requested, and the customer's response was that the device would be returned. Mmt-431ag was requested, and the customer's response was that the device would be returned. Mmt-431ag was requested, and the customer's response was that the device would be returned. Mmt-431ag was requested, and the customer's response was that the device would be returned. Mmt-342 was requested, and the customer's response was that the device would be returned. Mmt-1884 was requested, and the customer's response was that the device would be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (type of investigation, investigation findings, investigation conclusions), h11 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: the mmt-1884 device will not be returned for analysis.